Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that during implantation, while the surgeon was tightening the peripheral screws, the tip of the screwdriver fractured and broke off.